Event description:
The customer reported her blood glucose meter would turn on with the button, but not when a test strip was inserted into the port. Additionally, the customer reported she was unable to test her blood glucose and experienced symptoms of stress. The customer was reportedly seen by a health care provider who diagnosed her with hyperglycemia and treated her with an unk injection medication. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned.